Event description:
Pt stated that new cassette of flolan was placed at 5pm. The cassette contained 100cc of flolan. The pt was awoken at 7am the following morning & the pump read "003", meaning the pt. Only had a small amount of flolan in the cassette. The pt experineced nausea & diarrhia. The pt changed the cassette with a new cassette pump. Pt. Withdrew 7cc from old cassette. Pt was instructed to notify m.d. 24 hours after occurrence, pt's only complaint was a moderate headache.